Manufacturer narrative:
Corrected information:

Event description:
Healthcare professional reported that one syringe of juvéderm volbella® xc "leaked." The healthcare professional indicated that it appears there are "tiny little cracks" where the 0.1cc marking is on the syringe. Patient contact occurred. No injuries were reported. The packaged needle was used.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the device indicates empty syringe of 1.0 ml received with a needle not belonging to allergan still attached to syringe, in an opened "try" & pack. Cracks observed at the 3 mm luer lock level. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional reported that one syringe of juvéderm volbella® xc "leaked." The healthcare professional indicated that it appears there are "tiny little cracks" where the 0.1cc marking is on the syringe. Patient contact occurred. No injuries were reported. The packaged needle was used.